Event description:
Patient presented to the physician with purulent drainage at the neck incision site and swelling at both the ipg and neck incision sites. Upon examination, a superficial infection was determined. Physician prescribed antibiotics.